Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated damage at implant. Per analyst notes, there were two sets of setscrew marks on the is-1 pin and they were too proximal. The lead was not fully inserted into the device. Concomitant medical products: dtba1d4 crt-d implanted: (B)(6) 2015.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular (rv) lead remains in use. It was also reported that the device had premature battery depletion. The device was reprogrammed and subsequently explanted. It was additionally reported that the left ventricular (lv) lead had high thresholds. The lv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.